Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the patient's pump was exchanged due to a driveline infection that extended to the pump pocket but did not go into the pocket. It was also reported that the pump was functioning as it should so the hospital will not be returning it to the manufacturer for evaluation. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.